Event description:
Procedure: hernia. According to the reporter: the gel-film was loose from the net before implantation.

Manufacturer narrative:
(B) (4). (B) (4). This device is not sold in the u.s.; however, it is similar to other products sold in the u.s.a.